Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, the inner sheath could not advance due to the hemostatic valve damage. A second sheath was used to complete the operation. There was no report on adverse event on patient. The bwi product analysis lab received the device for evaluation on 25-sep-2021. The device evaluation was completed on 06-oct-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, the inner sheath could not advance due to the hemostatic valve damage. A second sheath was used to complete the operation. There was no report on adverse event on patient. The hemostatic valve damage was assessed as a MDR reportable hemostatic valve separation issue. For the issue of ¿the inner sheath could not advance¿ was assessed as a not MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.